Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical record, patient was revised to address failed left hip arthroplasty consisting of a failed asr bearing with elevated metal ions. During implantation the calcar was cracked while inserting the sleeve. Revision notes reported that the patient had an area of fluid accumulation consistent with metallosis posterior to the joint. This was decompressed and debrided. The cable that had been placed was cut and removed. The head was disimpacted and removed the cup was freed up with minimal bone loss.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.